Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired due to intraparenchymal hemorrhage (iph). The patient had complained of headache to family in the setting of normal blood pressure and slowly low international normalized ratio (inr). Due to nausea with slight increase in liver function tests, there was no increase in warfarin. At the time of admission, inr was independently elevated at 4.7. The device will not be returned as no autopsy was done.